Event description:
Inoperative complication with stent graft prosthesis. New information was provided to the manufacturer on (B)(6) 2011: confirmed translation of event provided: "in the context of the operational procedure which involved placement of a branched endoprosthesis complications with thrombosis of the entire stent-graft prosthesis occurred intraoperatively in a manner that has not been noted previously." Patient information was requested but not provided by the reporter.

Manufacturer narrative:
Lot incorrectly provided. Correct lot cannot be verified at this time. Expiration - unknown as current lot is unknown. (B)(4). Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to occlusions, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, importance of accurate placement. Specific to this case the IFU states, "vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization." No product was returned for investigation; however, no evidence exists to contradict the substance of this report. The failure mode assigned to this case is occluded. This failure mode was determined based on the provided event description. A definitive root cause cannot be determined or reported at this time. We will continue to monitor for similar complaints.